Event description:
A caller reported an issue with the adc (abbott diabetes care) device, in which sensor readings could not be obtained for several hours at a time. The caller reported that this has been occurring over the past 6 months. In the same period it was reported that the customer's diabetic management had gotten worse, resulting in steadily increasing hba1c values, kidney issues, and eventually toe then leg amputation. The reported adverse health effect is a known consequence of prolonged mismanagement of diabetes over several years, and would not be caused by lack of diabetic control from not being able to obtain sensor readings for several hours. Additionally, per the report of the customer's increasing hba1c levels, the customer's diabetic therapy should have been adjusted by their healthcare provider, per diabetes management standards. While the caller reported being unable to obtain sensor readings for several hour periods, the reported amputations would not be a consequence of short term unavailability of interstitial readings, but rather from long term diabetes mismanagement. There was no indication that customer did not have any sensor readings over the whole of the 6 month period and therefore should have been able to treat their diabetes when sensor readings were available, or based on capillary results. Please also note that it was determined that there were only 2 other found contacts with adc, associated with the customer's account. These occurred on (B)(6) 2022 (report of data gaps in the reader's memory) and on (B)(6) 2022 (report of high readings with the sensor). Both previous complaints were resolved at the time of contact, and there were no reports of adverse events. There has also thus-far not been further complaints to adc. There was no report of death associated with this event, and abbott diabetes care (adc) does not consider the adc device to have caused or contributed to the reported event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported an issue with the adc (abbott diabetes care) device, in which sensor readings could not be obtained for several hours at a time. The caller reported that this has been occurring over the past 6 months. In the same period it was reported that the customer's diabetic management had gotten worse, resulting in steadily increasing hba1c values, kidney issues, and eventually toe then leg amputation. The reported adverse health effect is a known consequence of prolonged mismanagement of diabetes over several years, and would not be caused by lack of diabetic control from not being able to obtain sensor readings for several hours. Additionally, per the report of the customer's increasing hba1c levels, the customer's diabetic therapy should have been adjusted by their healthcare provider, per diabetes management standards. While the caller reported being unable to obtain sensor readings for several hour periods, the reported amputations would not be a consequence of short term unavailability of interstitial readings, but rather from long term diabetes mismanagement. There was no indication that customer did not have any sensor readings over the whole of the 6 month period and therefore should have been able to treat their diabetes when sensor readings were available, or based on capillary results. Please also note that it was determined that there were only 2 other found contacts with adc, associated with the customer's account. These occurred on (B)(6) 2022 (report of data gaps in the reader's memory) and on (B)(6) 2022 (report of high readings with the sensor). Both previous complaints were resolved at the time of contact, and there were no reports of adverse events. There has also thus-far not been further complaints to adc. There was no report of death associated with this event, and abbott diabetes care (adc) does not consider the adc device to have caused or contributed to the reported event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre 2 sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. Clinical data was reviewed and confirmed that freestyle libre 2 sensors continue to be safe, effective, and perform as intended in the field. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.